Event description:
This lead was implanted on (B)(6) 96, and was capped on (B)(6) 11, due to lead had shock impedance out of specification. The physician was (B)(6), at (B)(6).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).